Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the impedance of the right ventricular lead increased suddenly. Trend data showed that there was a patient alert for high pacing impedance, oversensing, and noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A patient alert for out of tolerance subthreshold lead impedance occurred on (B)(4) 2011. Weekly pace lead impedance trend data shows an abrupt increase for max rv pace=536 to inf ohms (unfiltered data) peak between (B)(4) 2011 and (B)(4) 2011. Four ventricular nonsustained tachycardia episodes of <=200 ms occurred between (B)(4) 2011 and (B)(4) 2011. Ventricular short interval count v-sic=17.2 counts avg/day, in 56.06 days, occurred between (B)(4) 2011 and (B)(4) 2011.